Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and another manufacture's lead displayed noise. The patient's minute ventilation sensor was programmed off as it was suspected to be the cause of the clinical observation. There were no adverse patient effects. The system will continue to be monitored.